Event description:
At about 1 year 5 months after the primary, the patient came in reporting knee instability and the cause is unknown. The surgeon revised the insert (12 to 17 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 july 2024. Lot 1811638: (B)(4) items manufactured and released on 13-may-2019. Expiration date: 2024-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.